Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction (g1) - contact office address: (B)(4), national service road suite 600 greensboro, nc 27409; 336-542-4679. Returned sample evaluation: a photo was received for this complaint. Upon visual evaluation of the photo provided, the off center reported by the customer cannot be confirmed. Related event conclusion: based on the complaints review, process review, personnel interviews and review of the documentation, with the support of the triage team, a five why¿s analysis was performed. Method ¿ there is no stablish the collocation method of the mass disc into the load pallet (cambot). When reviewing the process with the process engineer of the line it was observed that the stickiness between mass discs when place into the cambot can affect the centralization. This cause was proved in a previous non-conformance and action to update the pi31-113 to stablish the correct method for mass disc placement is being carried out through a separate action. In addition, as a contributing factor, it was noted that there is no functional or dimensional test implemented to inspect the concentricity of the disc in the minilinks lines. A visual test is currently being performed, but this defect may be visually imperceptible to the operator. Actions for this issue are being taken through a separate CAPA plan. The most probable cause of the problem was identified, and actions are already being taken. In addition, the complaint search carried out shows that no adverse trend was identified from january 2019 to date. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092; manufacturing site: 9618003.

Manufacturer narrative:
Device 1 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that two out of the 10 wafers from one box were missing the plastic flange attachment entirely, and the pre-cut hole was drastically off-centered. It has also been reported that the left side of the wafer is significantly different from the right side and one could see that the hole was off-centered and the flange was missing entirely on the left side. Rest 8/10 wafers were good. A picture of the alleged malfunction was provided by the complainant.